Event description:
It was reported by a patient that a patient family member's co-worker's spouse "passed away because a device failed" and also questioned hacking. The patient family member did not know the patient name nor date of death.